Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information was requested, and the following was obtained: when the surgeon tried to close the endobag to remove the piece, the strand responsible for that closure broke, so, it was impossible to close the endobag by keeping the part (organ) in the endobag. The endobag was removed empty. Other / new endobag was used normally. "How did the surgeon recover the piece that fell on the patient?" Here "piece" refers to the organ, and it was removed with a new endobag. Did the patient need to be re-operated to remove the piece? No. How was the procedure completed? Using a new endobag. Have the patient had any serious and / or permanent damage? No. Did the patient have to be hospitalized or had you been hospitalized for a long time due to a j&j product problem? No. Did the patient need to be re-operated to avoid or correct any damage? No.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the bag break or tear? Did a piece of the bag fall into the patient? If yes: was the piece of the bag retrieved? Did any of the specimen fall out of the bag and into the patient? If yes: how was the specimen retrieved? Was the procedure changed due to the bag breaking? How was the procedure completed? Was there any patient consequence? If yes: please explain the patient consequence? How was the patient consequence resolved?

Event description:
During the procedure at the time of closing the endobag, it broke spontaneously and the piece fell into the cavity. Procedure: oophorectomy and salpingectomy.